Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of laser emitting from the catheter's side is confirmed. The catheter was found to have one [?] Lighting point' on the catheter's shaft. The catheter arrived with most of the fiber's active. The catheter working time was 56 seconds at 60 mj/mm2. Four kinks were detected along the catheter's shaft. The root cause of the catheter, the [?] Laser was emitting from the side,' is likely due to the excessive forces applied during the procedure that caused the catheter to be damaged. The lighting point along the catheter's shaft is probably a result of improper use applied during the procedure. In addition, the lightning up is actually a tear in the pebax outer jacket (shrink), which exposes the inner layer of optical fibers. Improper use may damage this outer jacket layer, which can also be related to an external accessory applied over the catheter, which may have damaged it. There is some uncertainty regarding the location of the catheter at the moment when the doctor noticed the light spot, as it is mentioned that light leakage was observed. If it were visually observed, it would have been outside the patient. However, the location relative to the tip suggests that the lighting point is most likely inside the patient's body. Although there is a lighting-up point, there is no risk to the physician/patient. The emitted power is low, and the light is scattered. Thus, there is no harm to the physician/patient eyes or hands. The following procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. Regarding the advancement of the auryon catheter through the lesion (ifu0110), it should be noted that there is a recommendation to start the procedure with an energy of 50mj. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. A review of the distribution records was performed for the reported packaging lot number: 90153 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number: 94123. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Proximal vessel diameter must be [?] 150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Event description:
An end user reported an issue with an auryon atherectomy catheter 0.9mm - hydrophilic coated. During a procedure, the laser was emitting from the side of the catheter. The following procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. Additional information from the rep: there was no run time with this catheter specifically. Apparently, they noticed the "hole" right when the pedal was activated. Guidewire was not replaced, but the catheter was. There were no additional accessories used to remove the device. The sheath stopped at the sfa origin. The lesion was below the knee. Note: upon receipt of the std0444 per the current complaint sample on (B)(6) 2024, during the investigation, the catheter was found to have one [?] Lighting point' on the catheter's shaft. There is some uncertainty regarding the location of the catheter at the moment when the doctor noticed the light spot, as it is mentioned that light leakage was observed. If it were visually observed, it would have been outside the patient. However, the location relative to the tip suggests that the lighting point is most likely inside the patient's body. Based on this new information, this event meets the criteria for reportability. The original aware date was september 16, 2024. The aware date will be based on november 24, 2024, making the MDR due date december 24. (28-nov-2024, mb).